Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was treated with juvéderm® volux¿ xc, to their jawline area of which there was an issue in the masseter area. Hcp later reported that the patient was treated with 1 ml of juvéderm® volux¿ in the jawline. Ten days post injection the patient developed unilateral left side pain on animation or movement. Swelling, mild loss of movement, and muscle function in the jawline, and masseter area. The patient was treated with steroid, anti-inflammatory medication. The type of treatment was hyaluronidase (150in) for two dates. Diagnostic testing was performed using an ultrasound. The symptoms are still ongoing and there has been repeated use of the ultrasound.